Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 494 mg/dl. Customer declined to troubleshoot for their high blood glucose. The customer's blood glucose declined to 458 mg/dl after treatment with insulin. It was also found the customer had a no delivery alarm in the alarm history. Customer was able to resolve the alarm with a complete set change. Advised the customer to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.